Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the heartmate 3 (hm3) patient presented with a driveline power fault alarm. Log files were sent for review. The log file captured driveline power fault a alarms on (B)(6) 2025 at 7:24:55. It was noted that if the patient could tolerate it, a modular cable and a system controller replacement may be required in order to potentially resolve the issue. The pump continued to run as intended. The modular cable was exchanged and the patient switched to their backup controller. The driveline power fault alarm resolved after the exchange and had not returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed; however, the root cause of the alarm was determined to be related to the returned modular cable, and therefore that alarm has been addressed fully under the modular cable investigation. The event log files from the exchanged controller did not reveal any other notable events, and the pump maintained a speed within the expected range without issue while the driveline was connected. During functional testing of the returned system controller, it was found that the fuse associated with the power a signal had been damaged. This fuse damage was determined to have been caused by the wire damages within the returned modular cable. After replacing the damaged fuse, the controller was functionally tested alongside known working test equipment, and was found to perform as intended. The root cause of the reported event could not be correlated to a system controller issue. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received on 03apr2025 stated that the original affected controller that was kept as the patient's backup controller produced a controller fault alarm when connected to the heartmate touch. The controller was disconnected and reconnected to power several times with the controller fault alarm still presented. The controller was connected to a loop and a driveline power fault alarm was produced. A warranty controller was requested, and the patient received a new controller. Updated log files were sent for review. The event log file confirmed the driveline power faults, open fuse a and controller internal fault on (B)(6) 2025 at 07:24. This did not interfere with pump operation. The file ended with the driveline being disconnected on (B)(6) 2025 at 10:22.